Manufacturer narrative:
The device was manufactured at one of the following manufacturing locations: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter found inside three (3) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issues was identified during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.